Event description:
End user reported that medical attention was sought in (B)(6) 2016 due to inaccurate readings from their prodigy glucose meter. End user fainted and paramedics were called. The paramedics performed a blood glucose test with their meter but the end user could not recall the result. They proceeded to administer d5 to raise the blood glucose level along with orange juice. The end user was transported to the ER and could not remember what treatment was administered. Discharge instructions were to continue to monitor his blood glucose and follow up with his pcp. No further information was provided.